Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to endocarditis or structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding the valve-in-valve procedure was minimal and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure or possible patient contributing factors have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned of a failing 25mm aortic pericardial valve due to severe aortic stenosis. This 25mm aortic pericardial valve had been implanted for twelve (12) years, three (3) months and three (days) at the time of the valve-in-valve procedure. Device remains implanted.